Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 80 mg/dl resulting in requiring assistance. Customer alleged that the control iq pump was delivering boluses too large resulting in low bg. Customer¿s husband obtained glucose tablets and carbohydrates for the customer to address bg as customer was unable to address bg without assistance. Tandem technical support performed a pump data review and it was found that the customer was disregarding pump bolus recommendations and instead performing delivering correction boluses resulting in low bg. Recommendation was made to consult with a healthcare provider for diabetes management.